Event description:
Reporter stated that caller from facility reported that unit had overfilled a final container. The unit was programmed to deliver a total volume of 1500ml, but the total delivered display read 1686ml. There were no alarms during compounding. The caller did not have any info regarding programmed or delivered volumes for the individual stations. Caller stated that tubing of transfer set is not prestretched and that rotors are turned after installation of set. The unit was sent to product services for evaluation. No pt involvement.